Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen clinically after a holter monitor showed pauses. The strips showed no ventricular pulse or back-up pulse, indica- ting possible oversensing. R-wave measurements fluctuated from 6.0 mv to >12.5 mv. Autocapture was turned off and sensing was programmed to unipolar. Intermittent capture was seen when the sensitivity was programmed to 8 mv.